Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient did not feel stim while therapy was on. Patient was on program 1 at .6v. Patient stated it did not seem to be working like it was before. It was indicated the patient had CT scan last two weeks in dec 2016. Patient was not instructed to keep voiding diary. Patient was instructed to increase amplitude during the call and reported feeling stim in the correct area. Patient was on program 1 and increased stim to 1.3v. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.